Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose was 385 mg/dl. The customer stated that she had treated herself with insulin pump therapy. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer found the unexpected restart alarm, external ram crc error alarm, and the displayable history crc check failed on startup alarm. The customer stated that the cannula was not bent and that there was a small dot of blood on the cannula. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.